Event description:
The physician reported that the patient does not have the arrythmia due to vns. The physician indicated that the routine cardioversion is for an unrelated condition.

Event description:
It was reported that the vns patient had arrhythmia and was to undergo tee-guided cardioversion. It is unknown whether the patient¿s arrhythmia was related to vns. Attempts for additional relevant information have been unsuccessful to date.